Manufacturer narrative:
A ge rep evaluated the system and replaced a monitor. The system operates as intended.

Event description:
It was report that the system would not produce an image. No pt injury was reported.